Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the follow-up in (B)(6) 2020, no anomalies were observed. During the follow-up performed in (B)(6) 2020, noise on the ventricular channel and capacitors charging were observed. However, no shock therapy was delivered. Maneuvers performed during the follow-up could not reproduce the observed noise. The patient reportedly denies falling or hitting the chest. A right ventricular lead impedance measurement below 200 ohms was also observed in the middle of (B)(6) 2020, corresponding to the beginning of the noise episodes. Between (B)(6) 2020, there was a significant decrease in magnet rate from 85 min-1 to 83 min-1, which could be attributed to the capacitors charging. Preliminary analysis revealed that a right ventricular lead issue is suspected.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during the follow-up in may 2020, no anomalies were observed. During the follow-up performed in (B)(6) 2020, noise on the ventricular channel and capacitors charging were observed. However, no shock therapy was delivered. Maneuvers performed during the follow-up could not reproduce the observed noise. The patient reportedly denies falling or hitting the chest. A right ventricular lead impedance measurement below 200 ohms was also observed in the middle of (B)(6) 2020, corresponding to the beginning of the noise episodes. Between may and november 2020, there was a significant decrease in magnet rate from 85 min-1 to 83 min-1, which could be attributed to the capacitors charging. Preliminary analysis revealed that a right ventricular lead issue is suspected.